Event description:
Customer has reached out to cardioquip regarding the internal tubing of their device. Operations has determined that the device needs an internal tubing replacement.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports discoloration in the tubing and would like operations to review the photos sent to cardioquip. Cardioquip recommended an internal water pathway replacement. Upon arrival of the device, a water sample was tested and confirmed that the device had microbial contamination. The device went through an internal water pathway replacement and was retested and the cfu count was within the acceptable limits.

Manufacturer narrative:
Based on the review of the complaint and photo provided by the customer, of the internal tubing of their devices, there appears to be a dark growth within the tubing that is consistent with bacterial biofilm growth. The overall appearance, for the internal tubing, has a high probability of being contaminated with bacteria over the design specifications. This is based on testing performed on devices with similar dark growth within the internal tubing. Upon receiving additional information from the completion of the investigation or the user facility, cardioquip will file supplementary reports.

Event description:
Customer has reached out to cardioquip regarding the internal tubing of their device for which they provided pictures for review by operations.